Manufacturer narrative:
Additional/updated information was added to reflect the actuator being returned to the manufacturer for evaluation. The result of the evaluation was that the actuator was unable to be tested (not setup to test under load), so the complaint could not be confirmed.

Event description:
The dealer states that the actuator goes up fine, but going down it cuts out and binds up after 4 inches. The dealer states that with pressure it will go down after jumping about 3/4 inches. The dealer has no further information to provide.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed".

Event description:
The dealer states that the actuator goes up fine, but going down it cuts out and binds up after 4 inches. The dealer states that with pressure, it will go down after jumping about 3/4 inches. The dealer has no further information to provide.